Event description:
Ceramic tip of the mitek electrode broke off in the joint. Fragment was removed from the joint. Reported no patient injury as a result of this situation. If this was to recur and the fragment not retrieved, it is possible that patient injury could potentially occur.